Manufacturer narrative:
Technician found the head had a slow drift down. Replaced the hydraulic valve to resolve this issue.

Event description:
Complaint alleged that the head section has unintentional down function.